Event description:
Per the surgeon, the patient experienced a loss of osseointegration (B)(6) 2014 resulting in fixture loss. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). The device is currently unavailable.